Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that alarms occurred when changing from batteries to mpu and ebb in use as soon as the white cable was disconnected ebb in use, even though second power source was connected to black cable. Controller exchange was scheduled on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms and the backup battery being in use when the white power cable is disconnected was confirmed via analysis of the log files and reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned controller contained approximately 14 hours of data combined (21:35:39 on 16dec2020 to 10:04:37 on 17dec2020 and 9:40:06 ¿ 12:02:21 on 18dec2020 per the timestamps). Throughout the log file, backup battery fault alarms associated with backup battery circuit faults activated when the white power cable was disconnected and the black power cable was connected to power. The alarms resolved when the white power cable was reconnected to power. The backup battery fault alarms activated due to the backup battery being in use despite the controller still receiving power from the black power cable. This sequence of events is consistent with the controller not detecting the presence of the black power cable. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Driveline was disconnected on (B)(6) 2020 at 12:00:59 to exchange the system controller. No other notable alarms were active in the log file. The returned system controller was connected to a test system monitor, power module, and mock circulatory loop and the reported backup battery fault alarm was reproduced when the white power cable was disconnected. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Further evaluation revealed that the crimp on the socket of the backup battery ribbon cable that mates with pin 1 of the backup battery, which detects if an external power source is connected to the black power cable, was wider than the rest. A wide crimp could cause insufficient contact between the pin and the socket that would result in the backup battery not detecting the connection of the black power cable to external power. The backup battery ribbon cable was replaced and the controller was connected to a test system monitor, power module, and mock circulatory loop and the backup battery fault alarm was no longer active when the white power cable was disconnected. The reported event was determined to be caused by a wide crimp on the socket of the ribbon cable that connects to pin 1 of the backup battery. The root cause of the wide crimp could not be conclusively determined through this analysis; however, it may have been caused by excessive force by the user when connecting the backup battery to the controller or by repeated connections/disconnections of the backup battery over time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 12mar2018. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) , under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 2 ¿system operations¿ explains how to replace the backup battery in the system controller. Section 5 ¿surgical procedures¿ also explains how to properly install the backup battery in the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that alarms occurred when changing from battery power to the mobile power unit (mpu) power. As soon as the white power cable was disconnected, the emergency backup battery (ebb) was in use even though the second power source (black power cable) was connected. Controller exchange was scheduled on 18dec2020. The alarms resolved after controller exchange. The patient was stable with no symptoms.